Event description:
The spring on the shim is loose. The spring is still intact, but is loosened, and it looks like some of the coils have popped. (B)(6) 2015 upon evaluation of the returned device (254500977/bfa0ma3) the balseal on the smaller post was found to be missing.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Examination of the returned device confirms the reported event of a missing balseal on the smaller post of the trial. Hhe/qrb (quality review board) 103045639 recommended a device correction which was initiated on june 12, 2015. (B)(4). Determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. (B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor disassociation events per post market surveillance sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.